Manufacturer narrative:
Manufacturer report 2017865-2017-36547, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).¿

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission revealed the pacemaker had shown a significant loss of battery life; the physician suspects premature battery depletion. No intervention was performed; the patient will continue to be monitored.